Manufacturer narrative:
The technician found a broken connector where the communication cable attaches to the side com power control board. The technician replaced the side com power control board assembly to resolve the issue.

Event description:
The technician alleged the nurse call did not function. No pt impact.